Event description:
It was reported that for treating a large unruptured m2 bifurcation aneurysm physician used the subject coil (target coil) as the sixth coil for filling. During this attempt, the physician felt resistance and decided to remove the subject coil. Resistance continued while removing the subject coil from the aneurysm and its mid-section started stretching. The physician made several attempts to snare the subject coil and withdraw it from the patient¿s anatomy but all of the attempts were unsuccessful. The subject coil got fractured during the removal attempt due to which the stretched part of the subject coil came off the aneurysm and got into the m2 segment down to the common carotid artery. The physician deployed a stent as a snare device and placed in the m1 segment to tack the stretched portion of the subject coil. It was reported that the procedure was not completed and as per the physician, no additional surgery is planned. No additional clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and continuous flush set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that for treating a large unruptured m2 bifurcation aneurysm physician used the subject coil (target coil) as the sixth coil for filling. During this attempt, the physician felt resistance and decided to remove the subject coil. Resistance continued while removing the subject coil from the aneurysm and its mid-section started stretching. The physician made several attempts to snare the subject coil and withdraw it from the patient¿s anatomy but all of the attempts were unsuccessful. The subject coil got fractured during the removal attempt due to which the stretched part of the subject coil came off the aneurysm and got into the m2 segment down to the common carotid artery. The physician deployed a stent as a snare device and placed in the m1 segment to tack the stretched portion of the subject coil. It was reported that the procedure was not completed and as per the physician, no additional surgery is planned. No additional clinical consequences were reported to the patient due to this event.